Manufacturer narrative:
Formal claim received regarding articuleze femoral head revision due to sever pain. Metallosis, loose acetabular component and broken acetabular screw noted during revision. Acetabular cup, pe liner and cortical screw all ortho-ID devices. Corail stem left in situ. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Formal claim received regarding articuleze femoral head revision due to severe pain. Metallosis, loose acetabular component and broken acetabular screw noted during revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update october 18, 2017. Additional information received. Updated product code and lot number of femoral head. Updated surgeon's name.